Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system. The patient has chosen to focus on other health issues. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
An elective explant of the evoke scs system was performed. The patient requested explant to focus on other health issues. The evoke scs system was confirmed to be operating as intended prior to explant.